Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively, and the explanted device was discarded per facility policy.